Event description:
The device caught fire. The patient said there was a grinding noise and saw a small flame coming from the on/off button. They turned it off and took it outside where the device burned up.